Manufacturer narrative:
(B)(4). The pump was unable to perform functioning tests because it was received with partially broken reservoir tube lip and missing reservoir tube retainer.

Event description:
The customer was reported via phone call that, the customer received with damaged top of the reservoir compartment and missing retained ring also. The blood glucose was 160 mg/dl at the time of the incident. Customer stated that, the top is jagged and black pieces are missing. The customer advised to replace the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.